Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient demographics: a total of 42 patient (male-28, female-14) age 19-65, mean- 55.7 years procedure involved: balloon kyphoplasty it was reported in the literature titled ¿bisegmental posterior stabilisation of thoracolumbar fractures with polyaxial pedicle screws: does additional balloon kyphoplasty retain vertebral height?¿ that a total of total 42 patient was diagnosed with single-level compression fractures (t12-l3) scheduled for a short-segment pos (posterior-only stabilization) using polyaxial screws. Out of which 12 patients received patients received posterior stabilization alone (6 males, 6 females). They were referred to as the control group. A total of 30 patients (22 males, 8 females) underwent posterior stabilization and additionally received bipedicular percutaneous bk of the fractured vertebrae. They therefore comprised the study group. Posterior cement leakage was observed in one patient who remained asymptomatic. We observed cement leakage into the vertebral disk space in four patients. There was no worsening of theneurological condition of any of the patients post-op. In this study we did not observe screw loosening or cut-outs, nor adjacent level fractures that would have made revision surgery necessary. Further, no surgery-related complications were observed. None of these patients required a secondary anterior reconstruction.